Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H6. Investigation summary: bd received one(1) video for investigation. The video was reviewed and the indicated failure mode for oil gel globules was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of oil gel globules was not observed. Complaints for sample quality are under statistical control for the month of (B)(6) 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode oil gel globules. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported that during use with the bd vacutainer® sst¿ ii advance plus blood collection tubes, about 20 tubes had oil gel globules. There was no report of patient impact.